Event description:
It was reported that, one day after implant, the right ventricular (rv) lead measured sensing amplitude that was below the normal threshold range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.